Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-01096, 3006705815-2023-08322. It was reported that the patient's leads were discovered to have migrated during their ipg replacement. Surgical intervention was undertaken, and the lead was explanted and replaced.